Manufacturer narrative:
Additional information: h11: the device was received for evaluation. During evaluation, the reported problem of 'downstream occlusion error' was reproduced. A review of the event history log (ehl) revealed multiple occurrences of "downstream occlusion!" Alarms. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be out of specification downstream sensor calibration. The force sensor no tube and force sensor scale factor will be recalibrated to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump alarmed downstream occlusion when all of the lines were clear during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.